Event description:
A report from the field indicated that the valve was implanted on december 2nd, 1996 in a female pt presenting with hydrocephalus. The valve was explanted on february 26, 1998, because hyperdrainage and slit ventricle syndrome appeared. Pt condition was reported as satisfactory.

Manufacturer narrative:
The valve was explanted on february 26, 1998, because the pt presented with hyperdrainage symptoms. The dr tested the valve at explantation and reported the shunt was working at 0 cm h20 (always open). The product was rec'd on may 4, 1998 and the following analysis was performed: visual examination: a cordis hakim standard valve system was rec'd without its original packaging. No visual anomaly was noted. Functional testing: patency testing of the valve via aspiration showed a completely obstructed valve. Microscopic examination: modules were removed from the silicone housing and examined light optically. White residue/matter (that looked like proteinaceous matter) was noted in the modules. Conclusion: the returned valve as rec'd was not functional. The presence of residue adhering to the valve's mechanism impaired the valve's functioning. This residue/matter probably blocked the valve in its open position when tested at explantation, then, 2 mos later, has dried, and blocked the valve in its close position, as revealed by the analysis. Operating pressure was tested within spec at time of MFR, as shown on the device history records. Valve obstruction is a known pt-related complication, as stated in the instructions for use. No corrective action is therefore deemed required.